Event description:
It was reported that the remote transmission revealed that the right ventricular lead had a gradual rise in impedance from 500 ohms to 1000 ohms. The lead remains in use. No patient complications were reported as a result of this event. It was later reported that the right ventricular lead had high impedance due to a possible lead fracture. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the proximal portion of the 6949 lead was received measuring 15 cm and the distal portion of the 6949 lead was received measuring 43 cm. The distal conductor of the lead was extrinsically over-rotated and the rv (right ventricular) defibrillation coil developed a fracture due to flexing while in vivo. Correction: on (B)(6) 2010, it was reported that the right ventricular had a gradual increase of impedance. The decision was made at the time of the decision was to report the right ventricular lead on the fidelis alternative summary report on (B)(4) 2010. Due to the performance issues of the lead with a gradual increase of impedance, the event should have been reported on a 3500a on (B)(6) 2010 instead of on the asr. Therefore, upon secondary review for the lead explant and return, a bimonthly regulatory report was created with the aware date of (B)(4) 2010. Additionally, the lead was returned on (B)(4) 2014, tested out of specification, and the lead event summary was attached to this initial 3500a report. (B)(4).